Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) developed pain near his implant. It was noted that the reservoir had migrated out of the original pocket and down into the groin area. The surgeon believes that where the reservoir is now located is pressing on a nerve and causing the pain. The patient inflates the device to reduce the pressure on the nerve to reduce the pain. It was noted that this device does not fully deflate and the reservoir is possibly folded, therefore, a reservoir replacement surgery was suggested. No other patient complications were reported.

Manufacturer narrative:
Model number/catalog number: 72404308. Serial number: n/a. Batch/lot number: 1000591406. Model/catalog description: lgx preconnect ms 21cm ip. Unique identifier (UDI) # (B)(6). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use. Based on the information available, the conclusion code of known inherent risk of device was assigned to this investigation.